Event description:
A 77-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient´s son informed novocure that on (B)(6) 2025, the patient experienced a syncopal episode that resulted in a fall, sustaining an abrasion on his forehead, a laceration on the top of his head, and severe bruising on both of his wrists. Optune gio was temporarily discontinued. The patient was subsequently admitted to the hospital, where the laceration on the top of his head was sutured. During his hospitalization, the patient suffered a seizure. On (B)(6) 2025, the patient was discharged home and resumed optune gio therapy the following day. On (B)(6) 2025, the patient experienced an additional seizure and was subsequently admitted to the hospital until on (B)(6) 2025. The physician advised the patient to pause optune gio therapy until he had fully recovered. Several attempts were made to contact the prescribing physician, although no reply was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin laceration cannot be ruled out. The syncopal episode that resulted in a fall and secondary contusions on the wrists were unrelated to optune gio therapy. The abrasion on the forehead was likely related to the arrays, although assessed as non-serious. The seizure was related to underlying disease (gbm), unrelated to optune gio. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).